Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a high alarm displayed: cassette locked but not latched. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to latch/lock sensor fault. As a result, the latch/lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when they tried to attach the cassette or admin set, they get an error stating the device was locked but not latched. The specific error codes associated with issue was cassette locked, but not latched "error msg-cassette not attached". The event occurred during use.